Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which an unknown promus stent was deployed in the proximal left anterior descending artery. On (B)(6) 2013 the patient was admitted with chest pain. Five days prior to the hospitalization, the patient had cardiac catheterization which showed severe in-stent restenosis in the proximal left anterior descending artery. On (B)(6) 2013 the patient had coronary artery bypass grafting and was discharged on (B)(6) 2013 with instructions to continue physical therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the electronic promus everolimus eluting coronary stent system instructions for use are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.